Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On 24may2025 at 11:34:34, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being below the passing threshold. On 26may2025 at 20:07:16, the backup battery fault alarm resolved. The alarm reactivated on 29may2025 at 11:23:28 and was active for the remainder of the log file. The backup battery fault alarms did not impact the system controller¿s ability to support the pump and there were no additional notable events captured on the reported event date in the log file. The retuned controller, serial number (B)(6) passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on 07dec2023. The heartmate 3 instructions for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. The heartmate 3 instructions for use, section 2, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿, addresses how to properly care for and maintain the equipment for proper use, including the system controller. The heartmate 3 patient handbook was available for use at the time of the event and cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient needed their primary system controller replaced due to reoccurring backup battery (ebb) faults. Backup battery had previously been replaced multiple times. Log files were sent for review. The event log file captured intermittent ebb fault alarms on starting 24may2025. The ebb fault was due to the ebb failing the load test. Otherwise, the log files captured routine events, there were no notable alarm conditions or parameter changes. Based on the data in the log file the mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.